Event description:
Boston scientific crm received information that a red alert was declared through latitude indicating a low shocking impedance on this right ventricular (rv) lead. The patient was evaluated in the clinic and the out of range measurement was unable to be viewed. Technical services (ts) discussed product operation and that the alert is trigger by the first measurement of the reporting window with 2 measurements taken. The second impedance then recovered to a normal range. The clinician repeated impedance testing and all measurements were in the range of 50-55 ohms. Isometrics were all negative. Ts suggested continued monitoring via latitude for now to see if the issue reoccurs before considering a commanded shock to test the system. No adverse patient effects have been reported. Subsequent information indicates that there was noise on the presenting electrogram on the shock channel only. Ts discussed they could continue to monitor the patient or bring the patient in to test the integrity of the system. It was determined that this patient would continued to be followed and if more alerts are detected the patient will be brought in for further evaluation.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted after displaying normal battery depletion. The device was returned for analysis.